Event description:
Rptr is nearsighted and wears glasses. They went to optometrist for ortho-k lenses so they would not have to wear glasses. After a complete exam - during which time rptr had told him they tried to wear soft lenses in the mid-90's but got a terrible infection. He told rptr they were a good candidate and fit rptr for lenses. Rptr wore them for the first time at night. The next day rptr could see well without glasses from their left eye but right eye did not have good vision. On the next night rptr put the contacts in and wore them for about 8 hrs. When rptr woke up they had terrible pain in right eye. Rptr called optometrist, who told them to take a pain reliever and put ice on the eye. The next morning, the pain was worse. Rptr called optometrist and he told rptr to drive to see him, over an hr and a half away and rptr could not even see nor barely open their eye. Rptr went to a highly recommended ophthalmologist who is near them. He diagnosed a severe corneal abrasion from the contact lens. He patched rptr's eye and told them to get erythromycin to put in the eye and see him the next day. The next day rptr went back and he said it was barely healed, that the abrasion was so severe it was like a tree trunk had ripped into rptr's eye, that it wasn't a clean cut, so to speak. When rptr called optometrist to tell him what dr had said, optometrist said it was impossible that the abrasion was from the lenses, and it must be from a dog hair or makeup, which rptr doesn't wear. Rptr ended up seeing ophthalmologist four times within that week because it wasn't healing and because of pain in the right eye. On the third visit rptr was not wearing the patch and the next day they woke up with horrible pain in right eye, so they saw him for fourth visit. Rptr told him that optometrist suggested rptr see a corneal specialist, that they thought dr didn't know what he was doing. Dr said that any first year resident would see what he was seeing but agreed rptr should go because he thought optometrist was already trying to defend himself in case of a lawsuit. Ophthalmologist also examined right eye to see if it was still abnormal as rptr could not focus with the right eye. He did see abnormality. Rptr went to the specialist and he saw the abrasion and that it was healing and concurred with ophthalmologist's care of using wet tears. It is now 11/4 rptr is seeing ophthalmologist again tomorrow. Rptr's right eye continues to hurt at times, like when they are looking at computer screen to type.